Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to the low blood pressure and customer experienced low blood glucose level while in the hospital. The reason of low blood glucose level was the customer did not eat and hospital was ignoring customer's low blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on today. Customer's blood glucose level was 36 mg/dl. The customer stated that the insulin pump was alerting he was going low. Customer stated that hospital ignored the low alert because they were addressing the low blood pressure. The device will not be returned for analysis.